Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were trying to give a bolus and insulin pump had insulin flow blocked alarm. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer assisted to perform a 5.0 unit fixed prime. Customer states the insulin did not exit. Customer states insulin pump alarmed with no reservoir detected. Customer has a plunger available. Customer reports insulin exits the tubing. The device will not be returned for analysis.